Event description:
It was reported that the catheter was in use on a ob pt. The nurse removed the catheter and noticed that the tip had been retained in the pt. After several tests were performed, it was determined that the retained portion of the catheter did not need to be removed. There were no further complications.